Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) system. The article states that while the patient was working in the fish pond and was cutting the liner with a pair of scissors, a shock was received from the ICD. Of note, the patient had recently repaired the submersible pump, which was running at the time of the shock. Interrogation of the device revealed the ¿current leakage¿ sensed as ventricular tachycardia (vt), which resulted in the shock. When the patient¿s hand was removed from the water after the shock, the sensing of the current ¿disappeared.¿ further review indicated there was no actual ventricular tachycardia (vt) seen. The patient replaced the pump with a new one and there was no re-occurrence of the issue. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿fish pond electromagnetic interference resulting in an inappropriate implantable cardioverter defibrillator shock.¿ journal of pacing and clinical electrophysiology, volume 25, no. 10, october 2002. (B)(4).